Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda) requiring implant of an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first mitraclip grasped the leaflets at the anterior 2/posterior 2 (a2/p2) leaflet scallop. During establishing final arm angle (efaa) testing, the clip started to open. Troubleshooting maneuvers were performed and efaa was performed again. The clip started to open and the decision was made to remove the clip. The second mitraclip was prepared and the clip grasped the leaflets. The clip was deployed; however, after deployment, a single leaflet device attachment (slda) was noted. The clip was attached to only the anterior leaflet. The decision was made to implant an additional clip, to reduce the mr and stabilize the detached clip. The clip was implanted and the mr was reduced to grade 3+. The physician decided to implant an additional clip to further reduce the mr and stabilize the detached clip. The mr was reduced to grade 2+. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
(B)(6). This is filed for single leaflet device attachment (slda) requiring implant of an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first mitraclip grasped the leaflets at the anterior 2/posterior 2 (a2/p2) leaflet scallop. During establishing final arm angle (efaa) testing, the clip started to open. Troubleshooting maneuvers were performed and efaa was performed again. The clip started to open and the decision was made to remove the clip. The second mitraclip was prepared and the clip grasped the leaflets. The clip was deployed; however, after deployment, a single leaflet device attachment (slda) was noted. The clip was attached to only the anterior leaflet. The decision was made to implant an additional clip, to reduce the mr and stabilize the detached clip. The clip was implanted and the mr was reduced to grade 3+. The physician decided to implant an additional clip to further reduce the mr and stabilize the detached clip. The mr was reduced to grade 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.